Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2013, he obtained blood glucose readings of "120 and 150 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20%. The patient informed the cca that he is on insulin pump therapy and took his usual dose of insulin that morning (1 unit of apidra). The patient reported feeling shaky sometime after obtaining the alleged inaccurate erratic readings with the subject meter. It is not known what treatment, if any, the patient received in response to the symptoms. The patient claimed that on (B)(6) 2013, he contacted his physician and was given advice regarding adjusting his insulin. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing with no faults found. The test strip vial involved with this complaint also was returned; however, analysis was impossible because the test strip vial was returned empty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.